Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that before the stent delivery system (sds) was inserted into the valve, it was noticed that there was no stent on the balloon. The orange sheath was not kept; therefore, it was not possible to check if the stent was inside. There was no pt involvement; therefore, no pt effects were reported. No additional event or pt information is available.

Manufacturer narrative:
(B) (4).